Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), the internal hex of a dental implant was stripped during initial placement. The implant was removed and the procedure was completed within the same visit. No adverse patient consequences were reported.